Event description:
It was reported by service report that the bed would not go in to chair position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole left in IV mount.